Manufacturer narrative:
On 11/12/2021, a field applications specialist (fas) cleaned the customer site and collected environmental swabs for hologic to test. Hologic customer product support (cps) performed testing of the environmental swabs on 11/13/2021 and identified multiple areas where contamination was still detected. The fas team cleaned all contaminated areas. On 11/15/2021, the customer stopped testing the aptima sars-cov-2 assay on their panther instruments. On 11/16/2021, pas reviewed panel runs from all instruments and confirmed there were no incorrect results. As of 12/08/2021, a fas noted that aptima sars-cov-2 assay testing has resumed at the customer site. An investigation by the customer identified that the source of the contamination was a covid-19 swab that was kicked out of a copan instrument, which was not properly cleaned up by the lab. Other items noted by hologic include that the customer was discarding aptima assay kits in the panther/sample loading area without caps in the biohazard. Thus, the reagents have the potential to mix together and the lids to the biohazard bins were open. In addition, it was noted that there was a potential for contamination when the customer performed ceiling tile work and did not cover the panther instruments. Following the initiation of the complaint, the customer decided to retest all positive samples. For this retesting, the customer re-aliquoted samples into a new tube and did not use the original sample; thus, these samples can be considered separate samples. Hologic requested all of the customer logs for the worklists with suspected contamination and information regarding retesting results. The customer did not provide any additional information regarding run results and retest for this instrument. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. Customer is impacted as the customer has obtained discrepant results for multiple samples. In addition, it was confirmed that initial result of samples were reported out to the clinician. It is not known if treatment has already been administered to the patient.

Event description:
Customer reported experiencing a sarscov2 positive contamination on the panther instruments (B)(4). Customer was using assay master lot 308700. The customer noted that they performed environmental testing of the lab and identified seven areas that came up positive on (B)(6) 2021. Hologic requested all of the customer logs for the worklists with suspected contamination and information regarding retesting results. The customer did not provide any additional information regarding run results and retest for this instrument.

Manufacturer narrative:
Statement made in the additional manufacturer narrative is incorrect, "customer is impacted as the customer has obtained discrepant results for multiple samples. In addition, it was confirmed that initial result of samples were reported out to the clinician". There is no discrepant results in this case. The customer did not provide any additional information regarding run results and retest for this instrument.